Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient performed excessive force with her left arm. The patient complained of worsening shortness of breath. It was noted that the lead dislodged. The lead was explanted and replaced.